Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the malfunction reported in section b5 the following findings were discovered; the forceps channel port had a dent, the air/water cylinder had no color, the suction cylinder had no color, water tightness was lost due to damage on guide pin of electrical connector, the electrical connector had corrosion due to water leakage, the distal end had discoloration, the light guide lens had a crack, the connecting tube had a wrinkle, the adhesive around objective lens had a crack, the universal cord had coating peeling, parts must be replaced due to annual inspection, and multiple parts of the scope had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, a duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator had leakage, the light guide lens glue had signs of corrosion and foreign material, and the inside of the light guide lens had signs of corrosion. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The device was not reprocessed properly, and the foreign material was not removed due to leakage from the forceps elevator and guide pin of electrical connector. Identification of the material could not be determined. Water invaded the device due to leakage from the forceps elevator and guide pin of electrical connector, which caused corrosion inside lens. The event can be detected/prevented by following the instructions for use which state: ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.